Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure. According to the complainant, during the procedure, the "tip of the forceps" became extended to where it was sideways and the device could not be withdrawn from the scope. It is not currently known if this references a jaw or needle bend. The scope and forceps were removed from the patient in tandem, and then the forceps was cut and withdrawn from the scope. There were no patient complications reported as a result of this event. Attempts to obtain further clarification regarding the circumstances surrounding this event have been unsuccessful to date. If additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found the catheter cut and one of the pull wires was bent. The other pull wire was intact, and the device jaws were facing sideways. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint since the jaws were facing side ways due to a bent pull wire. Since there are controls in the manufacturing process that verify product integrity, the most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a bronchoscopy procedure. According to the complainant, during the procedure, the "tip of the forceps" became extended to where it was sideways and the device could not be withdrawn from the scope. It is not currently known if this references a jaw or needle bend. The scope and forceps were removed from the patient in tandem, and then the forceps was cut and withdrawn from the scope. There were no patient complications reported as a result of this event. Attempts to obtain further clarification regarding the circumstances surrounding this event have been unsuccessful to date. If additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).